Manufacturer narrative:
The axium coil will not be returned for analysis as it was remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Related mdrs for this event: 2029214-2017-01006 2029214-2017-01007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a medium ruptured cerebral aneurysm, two axium coils did not detached with using instant detacher and these both coils detached inside the microcatheter during removal. It was reported that during procedure, the physician used the instant detacher to detach the axium coil but the coil was not detached at the desired location and it was detached inside the microcatheter while removing the pusher from the patient. The physician pushed the coil with a guidewire and implanted the coil into the target aneurysm. The physician experienced the same issue with the next axium coil; the coil was not detached at the desired location but detached inside the microcatheter while removing the pusher. The physician pushed the coil with guidewire to implant. New instant detacher was opened to detach 10 subsequent axium coils and the procedure was completed without further issue. No patient injury was reported.